Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-13222. It was reported that the patient presented in clinic with a right ventricular lead that exhibited low pacing impedance and noise. It was also noted that the right ventricular lead was oversensing and the impedance was decreasing. A contrast venogram was performed, and clavicular crush was noted. The leads were explanted, and the patient was stable.